Manufacturer narrative:
The device was received for evaluation. During functional testing, an alarming occlusion when there is not one present was reproduced as a false downstream occlusion during downstream occlusion testing. A review of the event history log revealed multiple downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an alarming occlusion when there is not one present during an unspecified process step. There was no patient involvement. No additional information is available.